Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion (pe) occurred. It was mentioned that versacross connect laac access solution was selected for a left atrial appendage (laa) closure procedure. Pre-procedure intracardiac echocardiogram (ice) imaging confirmed there was no pe noted prior to the procedure. The patient was noted to be hypotensive upon intubation, and it was treated. Venous access was obtained, intracardiac echocardiogram (ice) imaging was inserted, and transseptal puncture (tsp) was performed using the versacross connect (vcc) transseptal access system through a watchman double curve access system (was). The left atrium (la) was accessed without difficulty, and no effusion was noted following tsp or device positioning despite hypotension occurring a couple times during the procedure. A 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted in the laa after meeting release criteria. No complications were noted during deployment or release. While closing the groin site, the physician performed a final transesophageal echocardiogram (tee) imaging sweep due to persistent hypotension. A new pe was identified at the apex of the heart on tee imaging thirty (30) seconds after the implant occurred. A pericardiocentesis was performed, and 950ml of bright red blood was aspirated and auto-transfused back to the patient. A pericardial drain was placed. The patient remained intubated and was transferred to an intensive care (ICU) bed, with plans for extubating later that evening. The patient remains hospitalized and is expected to fully recover. The patient was not under warfarin at the time and they were under eliquis at the time of the event. Product return is not expected. It was confirmed via that the issue was noted caused due to versacross. The transseptal puncture was not difficult. The hypotension was treated with medication. Combination deployment technique was used. It was further confirmed that the location of the perforation was in the heart was, but there was no cardiac tamponade. The effusion was not noted beforehand, it was noted on echo after manipulation of the ice catheter for the watchman placement and deployment. The 2d ice images were tricky to obtain but got it later.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields - describe event or problem (b5), in section b - adverse event or product problem, and sex (a3a) and gender (a3b), in section a - patient information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred. It was mentioned that versacross connect laac access solution was selected for a left atrial appendage (laa) closure procedure. Pre-procedure intracardiac echocardiogram (ice) imaging confirmed there was no pe noted prior to the procedure. The patient was noted to be hypotensive upon intubation, and it was treated. Venous access was obtained, intracardiac echocardiogram (ice) imaging was inserted, and transseptal puncture (tsp) was performed using the versacross connect (vcc) transseptal access system through a watchman double curve access system (was). The left atrium (la) was accessed without difficulty, and no effusion was noted following tsp or device positioning despite hypotension occurring a couple times during the procedure. A 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted in the laa after meeting release criteria. No complications were noted during deployment or release. While closing the groin site, the physician performed a final transesophageal echocardiogram (tee) imaging sweep due to persistent hypotension. A new pe was identified at the apex of the heart on tee imaging thirty (30) seconds after the implant occurred. A pericardiocentesis was performed, and 950ml of bright red blood was aspirated and auto-transfused back to the patient. A pericardial drain was placed. The patient remained intubated and was transferred to an intensive care (ICU) bed, with plans for extubating later that evening. The patient remains hospitalized and is expected to fully recover. The patient was not under warfarin at the time and they were under eliquis at the time of the event. Product return is not expected. It was confirmed via that the issue was noted caused due to versacross. The transseptal puncture was not difficult. The hypotension was treated with medication. Combination deployment technique was used.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred. It was mentioned that versacross connect laac access solution was selected for a left atrial appendage (laa) closure procedure. Pre-procedure intracardiac echocardiogram (ice) imaging confirmed there was no pe noted prior to the procedure. The patient was noted to be hypotensive upon intubation, and it was treated. Venous access was obtained, intracardiac echocardiogram (ice) imaging was inserted, and transseptal puncture (tsp) was performed using the versacross connect (vcc) transseptal access system through a watchman double curve access system (was). The left atrium (la) was accessed without difficulty, and no effusion was noted following tsp or device positioning despite hypotension occurring a couple times during the procedure. A 27mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted in the laa after meeting release criteria. No complications were noted during deployment or release. While closing the groin site, the physician performed a final transesophageal echocardiogram (tee) imaging sweep due to persistent hypotension. A new pe was identified at the apex of the heart on tee imaging thirty (30) seconds after the implant occurred. A pericardiocentesis was performed, and 950ml of bright red blood was aspirated and auto-transfused back to the patient. A pericardial drain was placed. The patient remained intubated and was transferred to an intensive care (ICU) bed, with plans for extubating later that evening. The patient remains hospitalized and is expected to fully recover. The patient was not under warfarin at the time and they were under eliquis at the time of the event. Product return is not expected.